Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305195 and lot number 0252755. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show twelve needle assemblies with no packaging blister. They have an epoxy drip over the needle hub with no other defects or imperfections observed. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, it may have been that a jam occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. The condition reported appears to be an isolated occurrence. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub.

Event description:
It was reported that 6 bd precisionglide¿ needles experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: material no: 305195 batch no: 0252755. Details of the complaint: 7 envelopes contain no needles and 6 needles have dirt.